Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on unknown date. Customer stated they were hospitalized three months ago and another time was a year ago. Blood glucose value at the time of hospitalization was unknown. Customer was in intensive care unit for two weeks. Customer reported feeling sick, tired, weak, extremity pain, cramps, increased thirst, dehydrated and diarrhea symptoms at the time of hospitalization. Customer was assisted with troubleshooting. Customer reported retainer ring was damaged. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.